Event description:
It was reported post-implant, a realize gastric band, during a routine fill, the saline was injected but could not be withdrawn. A laparoscopic diagnostic procedure was performed on (B)(6) 2010. The band tubing was found disconnected from the port. The plastic strain relief was separated from the metal housing and was floating freely on the tubing. The port was replaced. The patient is okay.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Strain relief not returned/port fully functional. The velocity port and the locking connector were returned for analysis. The locking connector was returned attached to the port. Eight punctures were observed on the septum. Three scratches were observed on the port body at the septum area. Biological debris was observed around the septum retainer. A strain relief sample was attached to the locking connector without difficulty and was taken off with successful results. An applier sample was used to deploy and retract hooks with successful results. The port was tested for leaks and passed. The complaint cannot be confirmed; the port was returned fully functional and met all design specifications. The strain relief was not returned for investigation. However, to mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented (B)(4). In addition, a voluntary recall of (B)(4) adjustable gastric band and realize adjustable gastric banding products with the pre-enhancement design was initiated. The recall involved specific lot numbers of affected products, including kit configurations containing those lot numbers. The lot number of the device for this complaint was communicated; a verification to determine if the lot was part of the recall was performed.